Event description:
The clinician reports the implant was inserted (b0(6) 20226 in ada 29. On 2021-11-25, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.